Manufacturer narrative:
The investigation determined the customer's finding in the elecsys rubella igg assay could be reproduced and confirmed to be correct reactive for the patient's sample. The mikrogen recomblot rubella igg as well as the neutralization assay confirmed the presence of specific anti-rubella igg antibodies. The platelia rubella igg assay resulted non-reactive but close to the cutoff. A general reagent, instrument, or handling error can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Quality control was acceptable before patient testing. The sample was requested for investigation.

Event description:
The initial reporter questioned a high elecsys rubella igg immunoassay result on a cobas 8000 e 801 module. The customer provided questionable results for one patient. The initial result was reported outside the laboratory. The patient did not believe the initial rubella igg result and the customer performed repeat testing on another analyzer, eia diasorin, for confirmation. The initial rubella igg result was 62.7 iu/ml reactive, and the repeat result was 3.0 ui/ml negative. The e 801 serial number used for initial patient testing was (B)(4).